Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s): 4524-45 lead, implanted: (B)(6) 1995. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted ventricular capture management (vcm) weekly trend showed thresholds 2v up to greater than 2.5v throughout record dating back to (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was replaced. No patient complications have been reported as a result of this event.